Manufacturer narrative:
(12/04/2012) device evaluation: the meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurate results when compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. Prior to the start of the alleged issue, the patient reported having symptoms of "blind, sweating, talking nonsense." On (B)(6) 2012 at 6:19am, the patient alleged obtaining readings of "208/dl" on the lfs meter compared to "78mg/dl" obtained on a doctor's embria meter. Based on statistical methodology, the calculated difference between the results exceeds the expected value of <=30mg/dl or <=30% obtained within 30 minutes of each other. The patient reported using insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2012 at 6:25am, the patient had something to eat or drink as treatment. At the time of troubleshooting, the cca noted the subject meter was in the correct unit of measurement, and the patient was using an approved sample site for testing. The cca confirmed the patient was using the correct process to test. The cca noted the patient's test strip vial and test strips were in good condition. However when a control solution test was run, the result was not within range. Replacement products were sent to the patient. The meter involved in this complaint has been returned to lfs and evaluated by product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found, the complaint was not confirmed. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore, the meter could not have caused the injury, and there was no delay in treatment. However, this complaint is being reported because, the patient performed a meter vs. Another meter comparison where the calculated difference of the results meets lfs' criteria for accuracy reporting.